Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corner, scratches on the reservoir window, cracked battery tube threads, a stained end cap sticker and a stained address and serial number label. No button error alarms were noted. The insulin pump had no act button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 89 mg/dl. The customer stated that the device might have been exposed to sweat since the device was next to their chest. The discontinuation of the device was advised. Nothing further was reported.